Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump motor stopped and pt experienced increased pain. A motor stall was confirmed and noted in the attention dialogue box and no motor stall recovery was reordered. The stall occurred on (B)(6) 2010 at 1459. It was noted the pump period may exceed tube set on (B)(4) 2010 at 1459. The pump contained morphine 30 mg/ml and bupivacaine 12 mg/ml. The dosage of morphine and bupivacaine was 6.197 mg/day and 2.479 mg/day, respectively. Additional info has been requested and will be made as follow up as it becomes available.